Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the last drain cycle their automated peritoneal dialysis therapy.; per initial report, the home pt disconnected their transfer set from the pt line of the homechoice set without pausing therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.